Manufacturer narrative:
The hdlc4 reagent lot number was 723758 and the expiration date was 28-feb-2025. The gluc3 reagent lot number was 734489. The expiration date was not provided. Calibration and qc were acceptable on the day of the events. The alarm trace showed multiple abnormal sample aspiration alarms on (B)(6) 2024, one abnormal sample aspiration alarm on (B)(6) 2024, and a couple of abnormal sample aspiration alarms on (B)(6) 2024. The field service engineer noticed that the rinse arm was overflowing the wash. He adjusted the rinse arm. The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 1 patient's serum sample tested with hdl-cholesterol gen.4 (hdlc4) assay and 2 patients' serum samples tested with glucose hk gen.3 (gluc3) assay on a cobas pure c303 analytical unit. Sample 1 (patient 1) was tested for hdlc4 on (B)(6) 2024: initial result: 134 mg/dl. Repeat result: 56.6 mg/dl. Sample 2 (patient 2) was tested for gluc3 on (B)(6) 2024: initial result: 6.54 mg/dl. Repeat result: 185 mg/dl. Sample 3 (patient 3) was tested for gluc3 on (B)(6) 2024: initial result: 6.53 mg/dl. Repeat result: 72.7 mg/dl. No questionable results were reported outside the laboratory and the samples were repeated. The repeat results were deemed to be correct.

Manufacturer narrative:
A general reagent issue can be excluded as there were no further issues and a correct rerun was performed with the same reagent. The field service engineer found that the cell rinse detergent was overflowing. He re-adjusted the cell rinse detergent. He then performed an instrument check and the instrument was performing within specifications. The root cause was consistent with an insufficient adjustment of the cell rinse detergent. The service actions (re-adjusting the cell rinse detergent) resolved the issue.